Event description:
It was reported that this event occurred between (B)(6) 2012. It was reported that "a patient underwent complex cardiac surgery and was discharged home one month later. The registrar rang him to discuss his medications. The patient mentioned that he had what he though was a small splinter in his index finger. His wife had attempted to lift it out with a needle and a line of wire kept "coming and coming". The patient was asked to return to the facility and the foreign body was identified as a guide wire from an arterial catheterization set. This set was known to be used in the local intensive care unit." Also reported, was that "the team (rca) found there was no process to document insertion or removal of invasive devices in the ICU. The date of change was recorded in the nursing flow charts, but no record was kept of who changed it, what device was used, or whether, if a guide wire was used, that it was accounted for. The design of the particular device may have contributed to that event, as the catheter is packaged with a cap in situ. If the cap is not removed when the cannula is advanced into the artery, it prevents the guide wire exiting the catheter. The rca team recommended instigation a formal process such as the use of a checklist for line insertion which would include a requirement to check if the guide wire is intact upon removal." It is unknown whether the entire swg was removed from the patient, whether medical intervention was required to remove the swg or check that it was removed in its entirety. It is also unknown whether there was a delay in treatment, any harm, complications, death, or other injury occurred as a result of this event.

Manufacturer narrative:
(B)(4). The device will not be returned.